Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was seen on the ventricular sense channel via a merlin.net transmission. The noise was consistent with what appeared to be the patients respiratory rate. Patient will be brought in to see if the noise can be reproduced. Programming changes were recommended.